Event description:
It was reported that the soft components of the buttons are damaged and up button on the infusion device does not work correctly as it is difficult to press the up button. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).